Manufacturer narrative:
The excor blood pump, (B)(6), was in use on the patient from (B)(6) 2023 until (B)(6) 2023. We have reviewed the production records of the excor blood pump, s/n (B)(6).t his pump was produced according to our specification. The site did not report ldh values until (B)(6) 2023. After reviewing these values, it was determined that this event should be reportable since ldh levels are more than 2.5 times the upper acceptable range for this patient. A detailed investigation report will be provided as soon as it is available.

Event description:
The site contacted bhi clinical affairs on (B)(6) 2023 to report a "squeaking pump". According to the site, the squeaking sound was intermittent, and resolved when light pressure was applied to the outflow valve. The pump continues to function as expected, with complete filling and ejection. A video of the pump was provided by the site, which demonstrated the complaint. No current hemolysis lab values were available but were requested by bhi. Since the site did not report any adverse impact to patient associated purported abnormality at the time of the event, it was determined as not reportable. The site contacted bhi clinical affairs again on (B)(6) 2023, to report an increase in the "squeaking noise" of the pump. They also stated it sounded like the pump had an "increase in friction." Photos and videos of the pump were obtained. The site also reported that the patient had an increased ldh (but did not report an exact value), and after reviewing the photos & videos provided by the site, berlin heart recommended pump change. The site changed the pump on (B)(6) 2023. However, site did not report ldh values until (B)(6) 2023. After reviewing these values, it was determined that this event should be reportable since ldh levels are more than 2.5 times the upper acceptable range for this patient.